Event description:
It was reported that the patient had a sheehan knee revised to an mrh prosthesis in 2009. This original revision surgery was performed by a surgeon by the name of mr. (B)(6) at (B)(6) hospital in (B)(6). The patient then sustained a periprosthetic fracture which was plated but did not unite. Mr. (B)(6) then revised the femoral components to a gmrs distal femur in (B)(6) 2012 and noticed on the pre-operative x-ray and confirmed in surgery that the femoral stem had begun to unscrew from the mrh femoral component. The patient was successfully revised to a gmrs distal femur keeping the tibial components in place and replacing the axle, bumper and femoral bushings with new parts.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listen in this report: 64786397 (dcon p-fit stem cocr 12mmx80mm), 64813102 (mrh tib bp peg med), 64786396 (dcon p-fit stem cocr 11mmx80mm), 64813310 (mrhk tib ins 10mm m/l m2/l2), 64812100 (mrh tib rot comp xs-xl), 64812110 (mrhk femoral bushing), 64812140 (mrhk tibial sleeve), 64812120 (mrh axle), 64812130 (mrhk bumper insert - neutral).